Event description:
Droplet brand pen needles are dull - patient has had 11/100 needles in one box come out dull and unable to penetrate his skin. He has been using these needles for some time now and has noticed this box has defective needles. Treatment drugs used: needle dose: units. Diagnosis for use: diabetes mellitus.